Event description:
The patient contacted animas on (B)(6) 2012, reporting that while trying to review the alarm history, the keypad buttons were not responding. The patient reported that the buttons were intermittently responding an over scrolling. The patient confirmed that there was no damage noted to the keypad. The pump was exposed to water however, no moisture damage was noted. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: the keypad buttons were found to be unresponsive to button presses. The bolus button was found to be shorted. The bolus button short was cleared and the keypad buttons became functional. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked and leaking. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.